Event description:
It was reported that during an arthroscopy, when trying to drive the anchor, the tip was bent. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Upon visual evaluation noted the eyelet was bent. The screw and suture attached to the device do not have issues. Functional testing between the driver and outer sleeve found that the two components rotate smoothly. The most likely cause can be attributed to improper bone preparation or prying/leveraging the device during insertion.